Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6), 2024 at 10:30 under aseptic operation, right thoracocentesis catheterization was performed, and there was difficulty in removing the guidewire, and after giving adjustments to the position and catheter position, the guidewire was slowly removed, and the guidewire was found kinked, the catheter was secured, and the drainage was smooth. The patient's pain was obvious. Involved 1 pc. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "on (B)(6) 2024 at 10:30 under aseptic operation, right thoracocentesis catheterization was performed, and t here was difficulty in removing the guidewire, and after giving adjustments to the position and catheter position, the guidewire was slowly removed, and the guidewire was found kinked, the catheter was secured, and the drainage was smooth. The patient's pain was obvious. Involved 1 pc. The patient condition is fine. No medical intervention was required."